Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead had high thresholds. The lv lead was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.